Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
E1 : ESTABLISHMENT NAME: (B)(6) STREET: (B)(6) COUNTRY: UNITED STATES OF AMERICA POST OFFICE OR ZIP CODE: (B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A SERIOUS INJURY. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER REPORTING SITE: 8021545 MANUFACTURING SITE: 3003442380.

Event description:
IT IS REPORTED THAT THE PATIENT FACED INSULIN FLOW BLOCKED ISSUES ON (B)(6) 2026 WHICH LEADS TO HIGH BLOOD GLUCOSE LEVELS UPTO 400 MG/DL AND WAS TREATED BY INSULIN PUMP.

Manufacturer narrative:
Correction: This MDR is being submitted to correct the submitted IMDRF Component under H6.IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review.Additional information - This MDR is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results:Electronic Quality Management System (eQMS) search: A query was run in the Electronic Quality Management System (eQMS) on 09-JUL-2026 against "Lot Number 6014241 and Similar Malfunction Code(s): Occlusion Issues-Cannot be determined, Occlusion (e.g., Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined: Cannot be determined. No escalation required. The review confirmed that Lot 6014241 and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature.Similar Complaints search:A query was run in the eQMS on 09-JUL-2026 against "Lot Number" criteria equal 6014241 and Similar Malfunction Codes: Occlusion Issues-Cannot be determined, Occlusion (e.g., Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined: Cannot be determined. No escalation required. The count of complaint is 1. The complaint numbers are (b)(4).Batch record / Medical Device File Review:Batch record"[?]"for the lot 6014241 was manufactured according to the"[?]"Work Instruction (WI) version 82 and Packaging in the Multivac 12, on 19-JUL-2025, with a total of (b)(4) units.The Sub-Assembly welding of the lot 5G00838 was manufactured according to the"[?]"WI version 30 and Manufactured in the Quickset line, on 18-JUL-2025, with a total of (b)(4) units.The Sub-Assembly welding of the lot 5G00839 was manufactured according to the"[?]"WI version 30 and Manufactured in the Quickset line, on 19-JUL-2025, with a total of (b)(4) units.The Batch record / Medical Device File was reviewed. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted. Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing:Retain samples from the relevant lot were requested and tested in accordance with approved procedures: WI-Guidance for Visual Testing for Complaints Area (Version 3.0): All 3 samples tested passed visual inspection. WI-Guidance for Functional Testing for Complaints Area (Version 2.0): All 3 samples tested passed functional Air Flow testing for the reported malfunction code: Occlusion Issues-Cannot be determined.Conclusion: Testing did not confirm the reported issue; no nonconformance identified.Return Samples Testing:A request for returned samples from the relevant lot will not be initiated, as no alleged malfunction has been identified or reported by the customer.Conclusion: Sample retrieval and subsequent visual or functional testing are not applicable in this case due to the absence of a reported issue. Assessment will be based on available information.Conclusion Summary of Complaint Investigation:A comprehensive review was conducted, including eQMS queries, similar complaint searches, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for lot 6014241 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. Manufacturing records confirmed that the lot was produced in compliance with all applicable requirements, with no deviations or maintenance events reported. A sample request was not required, as the customer indicated that no product was available for return. Consequently, the investigation was performed using reference samples and a review of the associated lot documentation. No failures related to the reported issue were identified during the evaluation. Based on these results, no manufacturing or quality-related nonconformances were detected. The record will be closed and monitored through routine tracking and trending activities.Corrective and Preventive Action (CAPA) Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint Unconfirmed: Following investigation, the report failure could not be confirmed for this complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.